Manufacturer narrative:
Results: evaluation of the returned product found the swivel assembly broke off; as a result, the connecting strap has detached from the ankle leather cuff. The post lock on the ankle leather cuff and the re-enforced buckle lock on the connecting strap work properly. Subsequent restraint being used during the same event and on the same patient was reported on MDR #2020362-2014-00421. (B)(4).

Event description:
Customer reported the restraint broke. The pin connecting the strap to the cuff pulled out of the connector. This was discovered while in use with a patient but there were no patient or caregiver injuries. Customer did not provide the date of the event.